Manufacturer narrative:
(B)(4); based on review review of the available electrogram in episode#2, it was concluded that device sensing and therapy delivery was inappropriate. The final episode occurred at 9:14:15 and s-ecgs in all 3 vectors were captured at 12:53:28. A review of electrograms show a markedly different appearance in the alternate vector. Alternate and primary electrograms are normal in appearance and there were no inappropriate sensing in all 3 sense vectors. Given the patient's current condition, ts would not necessarily change programming to address this scenario. Ts did comment that it would be prudent to perform a pre and post dialysis comparison of the sense vectors in order to select the most appropriate vector for both situations. Boston scientific received information that the family elected for palliative care. The patient died moments after being taken off of the ventilator on (B)(6) 2016. According to the physician, shock therapy was deemed appropriate and the adverse event was not related to the device, electrode or procedure. The local representative was not contacted by the physician since the hospitalization and had not heard that the patient had died.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on (B)(6) 2016. Ts was informed that the fcr was interrogating this device. The patient had arrested at home and was admitted into the emergency room (ER). The patient's medical history was significant for diabetes and had a potassium level of 6 meq/l. The fcr reported that the patient may have received 11 shocks. Some undersensing and oversensing were noted; however, some of the undersensing could be related to asystole or agonal rhythm. The spouse had been performing cardiopulmonary resuscitation (CPR) and had mentioned that the device did deliver shock therapy at the time of the arrest. The patient's qrs amplitude is very small. Upon arrival at the hospital, the fcr found that the patient was intubated and had showed no neurologic improvement over a course of a few days. Data was reviewed and since the last follow-up, there were 7 treated, 3 untreated and 11 shocks. The therapy zones were programmed to 180 bpm/220 bpm with the sense vector programmed to alternate 1x. Treated episode#2 occurred on (B)(6) 2016 at 8:58:50 am. No onset of the arrhythmia was available as the rhythm at the onset consist of very wide and are low amplitude signals. Although oversensing is noted, the wide complexes and low amplitude signals makes it difficult to estimate the actual heart rate. Further review of the episode electrogram found that the amplitudes were less than 1 mv. As the episode progressed, changes in morphology and amplitude can be seen. Ts suspected that this observation may have been the result of the emergency response and application of medication. Ts confirmed that the patient had 6 treated, 3 untreated episodes with 10 shocks delivered. Therapy exhaustion occurred in episode#2 but end of episode was declared following delivery of the final shock so the next episode begins shortly thereafter.